Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Multiple follow attempts were made by tandem clinical support to troubleshoot the issue, however no response was received by the customer. No reported impact to the customer¿s blood glucose level. No additional information was provided.